Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise due to lead fracture. The ra lead was explanted and a new lead with the same model was placed. No additional adverse patient effects were reported.